Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("chronic pelvic pain"), device dislocation ("one of the coils is too far up (seen on sonogram)") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "no confirmation test done". The patient's past medical history included depression (recovered prior to essure) in 2003. Concurrent conditions included body mass index normal and low blood pressure. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced depression ("depression"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and alopecia ("hair loss"). In october 2013, the patient experienced the first episode of pelvic pain ("pain in pelvis area/severe pelvic pain/constant pain now it is her entire pelvis/ chronic pelvic pain"), pain ("pain / if she is laying down on her side she experienced pain") and the first episode of abdominal pain ("severe abdominal pain/constant pain now it is her entire abdomen/constant pain sometimes her right side, sometimes left side"). In may 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/ lower quadrant pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), amenorrhoea ("experienced no menstrual period at all"), discomfort ("uncomfortable"), insomnia ("could not sleep"), nausea ("nauseated"), dizziness ("dizzy"), vomiting ("vomiting") and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgical removal col on (B)(6) 2015, partial hysterectomy on (B)(6) 2015) and surgery (surgical removal col on (B)(6) 2015, partial hysterectomy on (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the last episode of pelvic pain, abdominal pain lower, vaginal haemorrhage, amenorrhoea, discomfort, insomnia, depression, migraine, headache, weight increased and alopecia outcome was unknown, the device dislocation, genital haemorrhage, pain, nausea, dizziness and vomiting had not resolved, the last episode of abdominal pain was resolving and the dyspareunia had resolved. The reporter provided no causality assessment for amenorrhoea, device dislocation, discomfort, dizziness, genital haemorrhage, insomnia, nausea, vaginal haemorrhage and vomiting with essure. The reporter considered abdominal pain lower, alopecia, depression, dyspareunia, headache, migraine, pain, weight increased, the first episode of abdominal pain, the first episode of pelvic pain, the second episode of abdominal pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Hysterosalpingogram - in july 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic pain, abdominal pain and lower quadrant pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("chronic pelvic pain"), device dislocation ("one of the coils is too far up (seen on sonogram)") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and low blood pressure. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of pelvic pain ("pain in pelvis area/severe pelvic pain/constant pain now it is her entire pelvis/ chronic pelvic pain"), pain ("pain / if she is laying down on her side she experienced pain") and the first episode of abdominal pain ("severe abdominal pain/constant pain now it is her entire abdomen/constant pain sometimes her right side, sometimes left side"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/ lower quadrant pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), amenorrhoea ("experienced no menstrual period at all"), discomfort ("uncomfortable"), insomnia ("could not sleep"), treatment noncompliance ("no confirmation test done"), nausea ("nauseated"), dizziness ("dizzy"), vomiting ("vomiting"), depression ("depression"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgical removal col on (B)(6) 2015, partial hysterectomy on (B)(6) 2015) and surgery (surgical removal col on (B)(6) 2015, partial hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of pelvic pain, abdominal pain lower, vaginal haemorrhage, amenorrhoea, discomfort, insomnia, treatment noncompliance, depression, migraine, headache, weight increased and alopecia outcome was unknown, the device dislocation, genital haemorrhage, pain, nausea, dizziness and vomiting had not resolved, the last episode of abdominal pain was resolving and the dyspareunia had resolved. The reporter provided no causality assessment for amenorrhoea, device dislocation, discomfort, dizziness, genital haemorrhage, insomnia, nausea, treatment noncompliance, vaginal haemorrhage and vomiting with essure. The reporter considered abdominal pain lower, alopecia, depression, dyspareunia, headache, migraine, pain, weight increased, the first episode of abdominal pain, the first episode of pelvic pain, the second episode of abdominal pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - in july 2014: total bilateral occlusion. Event chronic pelvic pain, abdominal pain and lower quadrant pain added from legal source documents. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, events- depression, migraines, headaches, weight gain, hair loss, dyspareunia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("chronic pelvic pain"), device dislocation ("one of the coils is too far up (seen on sonogram)") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of pelvic pain ("pain in pelvis area/severe pelvic pain/constant pain now it is her entire pelvis/ chronic pelvic pain"), pain ("pain / if she is laying down on her side she experienced pain") and the first episode of abdominal pain ("severe abdominal pain/constant pain now it is her entire abdomen/constant pain sometimes her right side, sometimes left side"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/ lower quadrant pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("spotting"), amenorrhoea ("experienced no menstrual period at all"), discomfort ("uncomfortable"), insomnia ("could not sleep"), treatment noncompliance ("no confirmation test done"), nausea ("nauseated"), dizziness ("dizzy") and vomiting ("vomiting"). The patient was treated with surgery (on (B)(6) 2015, underwent pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the last episode of pelvic pain, the last episode of abdominal pain, abdominal pain lower, vaginal haemorrhage, amenorrhoea, discomfort, insomnia and treatment noncompliance outcome was unknown and the device dislocation, genital haemorrhage, pain, nausea, dizziness and vomiting had not resolved. The reporter considered abdominal pain lower, pain, the first episode of abdominal pain, the first episode of pelvic pain, the second episode of abdominal pain and the second episode of pelvic pain to be related to essure. The reporter provided no causality assessment for amenorrhoea, device dislocation, discomfort, dizziness, genital haemorrhage, insomnia, nausea, treatment noncompliance, vaginal haemorrhage and vomiting with essure. Event chronic pelvic pain, abdominal pain and lower quadrant pain added from legal source documents. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a suspected lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 15-sep-2017: case classification updated to potential legal case and event chronic pelvic pain, abdominal pain and lower quadrant pain added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.